Manufacturer narrative:
Device evaluated by MFR.: promus premier ous mr 28 x 2.75mm stent delivery system was returned for analysis. An examination of the crimped stent identified proximal stent damage with the stent struts bunched in a distal direction. The undamaged crimped stent outer diameter was within max crimped stent profile measurement. The balloon was reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found no issues. A examination of the shaft polymer extrusion found no issues an examination of the tip found no signs of damage. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The diffusely stenosed target lesion was located in the middle and distal right coronary artery. A 28x2.75mm promus premier drug-eluting stent was advanced but failed to cross the lesion and it was noticed that stent strut was lifted. The procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient's status was stable.

Event description:
It was reported that stent damage occurred. The diffusely stenosed target lesion was located in the middle and distal right coronary artery. A 28x2.75mm promus premier drug-eluting stent was advanced but failed to cross the lesion and it was noticed that stent strut was lifted. The procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient's status was stable.